Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. The 2.25x23mm xience xpedition referenced, is being filed under a separate medwatch report.

Event description:
It was reported that the patient had undergone a previous percutaneous coronary intervention on (B)(6) 2014 during which 2 xience xpedition stents (2.5x15 mm and a 2.25x23 mm) were deployed in the left anterior descending artery and the diagonal respectively. The procedure was considered successful. On (B)(6) 2014, the patient was experiencing angina and was rehospitalized. Angiography revealed sub-acute thrombosis in the stents. The patient had no existing thrombosis prior to this procedure. A thrombectomy catheter was used to aspirate the thrombus and a 2.5x18 mm non-abbott stent was placed. A 2.25x12 mm xience xpedition was implanted in the ramus artery, this stent is patent. No additional information was provided.